Manufacturer narrative:
Correction d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a black, thin, particulate matter outside the fluid pathway located on the tubing and inside the over pouch was observed. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "hair" inside the "hose/tube" (silicone tubing) of a minicap transfer set. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.